Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted two external insulation abrasion breaching the outer insulation and exposing the outer coil. One was located at the proximal region of the lead consistent with friction to the device can and the second was located at the distal portion of the lead consistent with friction to another device or patient anatomy. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zones. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the pacer-dependent patient presented remotely via merlin.net. Transmissions showed, that the right ventricular (rv) lead exhibited noise oversensing. Which resulted, in episodes of high ventricular rate. Programming changes were made. The patient presented for a follow-up in the clinic. And it was noted, that the noise was reproducible with isometric movement. The rv lead was explanted and replaced. Additionally, the physician chose to explant the pacemaker and replace it prophylactically, due to an advisory. The patient remained in stable condition.